Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most occurred due to a water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion in the universal cord. There was no patient involvement.